Event description:
It was reported that a revision surgery was needed to remove and replace misplaced screws that were placed using the excelsius gps system.

Manufacturer narrative:
Investigation revealed there was no system malfunction. Investigation of the case logs showed that the root cause is traced to user technique. Review of the preoperative merge revealed that both l4 and l5 contained shifts in the ap and lateral images. Preoperative merge shifts can cause navigational integrity issues and can lead to the misplacement of screws. The user must verify the preoperative merge before proceeding with navigation. Additionally, the user acknowledges that they will perform an anatomical landmark check before proceeding with navigation. Review of the preoperative plan showed that the l4-r screw was planned in a high skive area. Additionally, the case logs revealed that the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the forces and alerted the user. The cause of the reported issue was traced to user technique.